Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly during visual inspection. Pump failed to download history files and traces using thump due to moisture damage on the electronic assembly. Insulin pump error 53 unknown. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm. Customer stated that they was able to cleared alarm and did not received request to rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.